Event description:
Customer reported that prior to use on a patient when the staff was first starting the unit the console shut down 3 times. The biomed was able to duplicate the issue once. There was no patient involvement.

Manufacturer narrative:
Customer observed machine shut down three times. Was able to reboot machine. Machine was started and error logs were checked. No errors were logged. Power supply voltages were checked and all were within specification. Machine then proceeded to shut during evaluation. Device did not switch over to battery and did not alarm. Replaced power supply (pn 014-0033e05) and performed functional and safety testing. Observed device for an hour after repair. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).